Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone 10.0 mg/ml; 1.577 mg/day via an implantable pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. The date of the event was approximately (B)(6) 2018. It was reported the patient experienced a gradual change in therapy. The patient had new symptoms of tingling, numbness and pain under the right shoulder blade. The patient was ¿not sure¿ if the symptoms were related to the device or therapy. The date of the event was "about a couple of months ago". The patient did not have any falls or trauma. The patient was having magnetic resonance imaging (MRI) due to a problem with the device or therapy. The doctor believed the catheter was ¿bad¿ and may have a kink or ¿something¿. No further complications were reported.